Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope experienced error code e315 (unsupported scope). The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported error of e315 was not observed. However, a different scope communication error (b30) occurred. Examination showed fluid ingression at the connector. The testing and examination did not reproduce the reported error but established that the error likely occurred as reported. It was also discovered that keytop one was damaged. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device instructions for use document was reviewed. Review showed relevant instruction related to this issue in chapter 3- preparation and inspection: "the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1- the workflow of preparation and inspection- the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as described below. Inspect other equipment to be used with this endoscope as instructed in their respective instructions manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, 'troubleshooting'. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4 'returning the endoscope for repair'. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Additional relevant instruction was found in chapter 5- troubleshooting: "chapter 5- troubleshooting: "the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, withdrawal of the endoscope with an irregularity'. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device. This report includes additional information provided by customer and device return information.

Event description:
Customer provided additional event information: the reported issue occurred after the patient procedure was already completed. No other devices were in use when the error occurred. The customer confirmed there was no procedure delay and there was no impact to patient.